Event description:
On (B)(6) 2012, it was reported that this patient's seizure activity had changed: the patient was beginning to experience nocturnal seizures when the device was programmed on. When the device was disabled, the events stopped. The patient believed that vns was affected seizure activity. The device was to be disabled on (B)(6) 2012. The patient had previously been experiencing chest pain. The device was disabled when the chest pain was initially reported, and the patient did not experience additional chest pain. Once the device was programmed back on, the pain returned. The chest pain was first observed on (B)(6) 2012. The pain was not believed to be related to vns. An ECG did show changes but there were no changes in pulse. The pain was not limited to the generator site. A cardiology appointment was scheduled, but the event was not believed to be related to vns. Systems diagnostics from (B)(6) 2012 indicated 2421 ohms. The chest pain began coincided with a settings increase to 0.50 ma. The pulsewidth was lowered to 250 usec. The device remained on until (B)(6) 2012, at which point, the output current was 1.0 ma. At this time, the patient began to complain of worsening nocturnal seizures. Looking back, her seizures had become troublesome at 0.5ma, but the patient's settings were increased with the hope of settling the seizures. On (B)(6) 2012, the patient disabled the device with the magnet and requested that the device be programmed off. The device was disabled for a month, and the patient reported that she did not have any seizures (nocturnal) and she had not had any chest pain. On (B)(6) 2012, the device was programmed on to 0.5 ma. On (B)(6) 2012, the patient reported that the night seizures had returned and that she had experienced one episode of chest pain. The device was disabled. The patient's seizures were reportedly back to pre-vns.

Event description:
Further information was received indicating that the patient underwent generator explant surgery on (B)(6) 2014. As reported by the nurse, the device was explanted due to the following reasons: "device failed to demonstrate any benefit as regards seizure improvement, and patient's suspicion that nocturnal seizures may have been made worse". It was reported that no replacement was performed. The return of the explanted generator is expected but it has not been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently provided an incomplet event description.

Event description:
Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. The explanted generator and a portion of lead were returned to the manufacturer on 04/29/2016. Analysis of the returned generator indicated that the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of "pain"). This was successfully verified in the product analysis lab. The battery shows an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 9.140% of the battery had been consumed. Measured battery voltage and consumed capacity parameters are as expected. There were no performance or any other type of adverse conditions found with the pulse generator. The returned portion of the lead containing the manufacturing ID tag was not returned thus the model and the serial number of the returned lead portion cannot be verified. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The explanted generator and a portion of lead were returned to the manufacturer on 04/29/2016. Analysis of the returned generator indicated that the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of ¿pain¿). This was successfully verified in the product analysis lab. The battery shows an ifi=no condition. The data in the diag accum diagaccumconsumed memory locations revealed that 9.140% of the battery had been consumed. Measured battery voltage and consumed capacity parameters are as expected. There were no performance or any other type of adverse conditions found with the pulse generator. The returned portion of the lead containing the manufacturing ID tag was not returned thus the model and the serial number of the returned lead portion cannot be verified. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Review of programming history.